Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket failed several times. A field service engineer logged in and accessed hardware test application, ran diagnostics, and identified the faulty mini drawer. The station was powered down, and the engine was removed. The ribbon cable was inspected and found to have wear, and a solenoid circuit error was also detected. The field service engineer checked their vehicle for a 1x3 engine but did not have one available, so went to the nearest depot to obtain one. The field service engineer returned, replaced the engine, powered the station back up, logged into hardware test application, and tested all mini drawers. The customer then recovered the failed storage space, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had failed mini drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.